Event description:
The customer reported the fluoroscopic image was segmented, pixilated and whitened out effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries, image processor pcb and the video controller pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.